Event description:
It was reported that after a da vinci s mitral valve repair surgical procedure and while re-inflation of the pt's right lung, the surgical staff noticed a very low oxygen (o2) saturation. As a result of the low o2 saturation, the surgical staff decided to put the pt on bypass in order to scope the lungs. The surgical staff found that fluid had accumulated in the pt's right lung. Despite efforts, the pt was not able to regain function of the right lung and was transferred to the ICU. The pt expired due to multi-organ failure, hypoxia, and acute pulmonary edema of the right lung.

Manufacturer narrative:
No malfunction of the da vinci s system was alleged by the hosp and the info provided indicates that this event is related to the inherent risks associated with surgery and the pt's medical history. The hospital has continued to use the da vinci s system to perform surgery on pts. As of late 2008, no adverse events or system malfunctions have been experienced with the site's da vinci s system and as of the same day, no similar instances of this event have been reported to isi.